Event description:
The patient was admitted for a procedure with a long, calcified lesion in the left anterior descending artery. A 3.0 x 23mm cypher stent was placed across the lesion, after applying a lot of force. Then when the technician attempted to inflate the balloon, it would not inflate. The body shaft was kink/bent in the patient and when the stent delivery system was removed a crack was identified on the stainless steel shaft. The physician then bent the cracked area slightly and the shaft broke in half. There was not patient injury reported.

Manufacturer narrative:
Information received from a sales representative indicated that the balloon of the stent delivery system would not inflate and when the device was removed from the patient a crack was identified on the shaft. The target lesion was in the left anterior descending artery (lad). The lesion was described as long and calcified. A 3.0 x 23mm cypher stent was placed across the lesion, after applying a lot of force. Then when the technician attempted to inflate the balloon, it would not inflate. The body shaft was kink/bent in the patient and when the stent delivery system was removed a crack was identified on the stainless steel shaft. The physician then bent the cracked area slightly and the shaft broke in half. There was not patient injury reported and the device was returned for analysis. A non-sterile cypher us was received inside a plastic bag, the stent delivery system was in two parts and the sent remained mounted on the balloon. During microscopic analysis it was noted that the product was kinked before it became separated. During the inflation test the balloon could be inflated without problem and the pressure was remained. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon inflation difficulty was not confirmed but the stent delivery system cracked and separated was. Review of the analysis and the information provided suggests that procedural factors (force used to cross the target lesion) and/or vessel/lesion characteristics (crossing a calcified lesion with force) may have contributed to the reported difficulties the customer encountered. There is nothing in the analysis or the information provided to suggest that there is a manufacturing related issue therefore no corrective action is required.